Event description:
Patient having a stereotactic mammotome for microcalcifications in her right breast. Following the mammotome biopsy, the md attempted to deploy a 11g mammomark. When the needle was removed from the sheath, the clip had not been deployed. The md met resistance when attempting to deploy the clip and a piece of the plastic tip of the sheath was missing. The tip is not radiopaque, and therefore us or x-ray did not show it. The area was flushed to see if the plastic tip might be in the wound, but could not be found. The md consulted with the ethicon representative by phone and also with a surgeon recommended by ethicon. The surgeon said this had happened before, and the pt may need exploration of the wound to remove the object if it is there. Once healing of the original wound begins, an MRI can be done to help determine if this piece approximately 5mm in length is in the tissue. Patient is also conferring with her personal surgeon.